Event description:
During an in clinic follow up, low pacing impedance and an increased threshold was observed on the right ventricular (rv) lead. Lead dislodgement was suspected. Reprogramming was performed. The patient was stable.